Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint is confirmed. The elevator #0 (09-0258 lot number: 032613c13) was returned for investigation. Visual evaluation showed signs of use as there was minor scratching on the body of the elevator and the tip had fractured off. The non-conformance database was reviewed for this product; no non-conformances were found. For this part (09-0258) and the previous one year (from the notification date) regarding the elevator fracturing, (B)(4).

Manufacturer narrative:
Zimmer biomet complaint (B)(4). The product has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the instrument fractured during surgery. The fractured piece of the instrument was removed from the patient. No adverse events have been reported as a result of this malfunction.